Manufacturer narrative:
Reported complaints of no low voltage output and no high voltage output were not confirmed. The device was received in normal range of operation. Analysis of device image was performed and no anomalies were noted. Further electrical testing was performed, including impedance testing, low voltage output and high voltage output testing, and no issues were noted. Longevity assessment found the device was operating above elective replacement indicator (eri) level and within expected longevity.

Event description:
It was reported that during an implant procedure, the implantable cardioverter defibrillator was unable to produce pacing or defibrillation output. The device was exchanged successfully to complete the procedure. No adverse patient consequences were reported.